Event description:
The consumer was using the walker in the hallway and allegedly fell. The caregiver entered the hallway and saw the consumer on the floor and the walker leg was allegedly broken. The caregiver is not certain if the walker leg broke and caused the alleged fall or if the consumer fell on the walker, causing the walker leg to break. The consumer allegedly fell on the floor and began having a seizure. The consumer was sent to the hospital for observation.

Manufacturer narrative:
Allegedly, medical intervention. Allegedly, the consumer was using the walker in the hallway and fell. The caregiver entered the hallway and saw the consumer on the floor and the walker leg was allegedly broken. The caregiver is not certain if the walker leg broke and caused the alleged fall or if the consumer fell on the walker, causing the walker leg to break. The consumer allegedly fell on the floor and began having a seizure. The consumer was sent to the hospital for observation. (B)(6). The medical condition, stability or mobility limitations for using the walker are unknown. The consumer's medication regimen is unknown. The environmental conditions such as flooring, tiling or carpeting are unknown.